Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was dislocating after the revision surgery. A larger glenosphere was used to stablize the shoulder.